Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient has not recharged his ipg for 8 weeks. The ipg was unable to communicate with the external devices and the issue was confirmed by abbott representatives. Surgical intervention may be pending to address this issue.